Manufacturer narrative:
The date in which medacta products were removed is unknown. Additional information received on 24 january 2017 and includes: the surgery was completed successfully on (B)(6) 2017. Batch reviews performed on (B)(6) 2017. Lot 131952: (B)(4) items manufactured and released on (B)(6) 2013. Expiration date: 2018-04-30. No anomalies found related to the problem. To date, all items of this lot have been already sold and this is the second similar event reported on the lot. Gmk-primary tibial tray fixed cemented size 3 right, code (B)(4), lot. 132745 (k090988); (B)(4) items manufactured and released on (B)(6) 2013. Expiration date: 2018-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-primary tibial insert uc fixed size 3 / 10 mm, code (B)(4) lot. 130892 (k090988); (B)(4) items manufactured and released on (B)(6) 2013. Expiration date: 2018-02-28. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Gmk-primary patella resurfacing size 1, code (B)(4), lot. 131943 (k090988); (B)(4) items manufactured and released on (B)(6) 2013. Expiration date: 2018-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in due to signs of infection. The surgeon removed all medacta products and input an antibiotic spacer. The pathogen related to the infection is unknown. The surgeon plans to remove the antibiotic spacer and re-implant medacta products.